Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported while using bd intima-ii y 20gax1.16in prn ec slm npvc leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the connection between the extension tube of the indwelling needle and the prn is damaged, stop the operation immediately and replace the infusion set